Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) it was reported that the proglide device was used in an obese patient. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients who are morbidly obese. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported cuff miss; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other perclose proglide device, is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using proglide devices with a 16f sheath after a valvuloplasty procedure. The first proglide device was successfully deployed. The second and third proglide devices had cuff misses. The fourth proglide device was successfully deployed. The sutures of the first and the fourth proglide devices were used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.